Manufacturer narrative:
Exact date unknown, event occurred in 2018.

Event description:
It was reported that the patients ipg would no longer get a charge and had difficulty communicating with the remote control. Loss of stimulation was also reported. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned.